Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 at 7:47 pm where user's sg was 83 mg/dl and bg was 62 mg/dl. A review of the data management system (dms) revealed that on (B)(6) 2025 at 7:44 pm sg: 83 mg/dl and bg was 62 mg/dl. A review of the alert history revealed that the user did not receive a low glucose alert around the reported time as user's sg was above 70 mg/dl. The user did not seek medical treatment and resolved the event by ingesting glucose. User's hcp was aware of the event. In an associated case of sensor inaccuracy inclusive of the reported low glucose event. A review of the dms data showed variation in sensor values, which may be due to early wear and adjustment of the sensor after insertion. Some sensors do show a little more variability in the first few days and then settle down to give the typical performance. The user was advised to allow the system a few more days to adjust, entering any additional calibrations as requested by the system.a review of data from the two weeks following the event confirmed a good agreement between sg and bg values. B4. Date of this report 30 august 2025. G3. Date received by the manufacturer? 30 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of hypoglycemia events where the patient did not receive alerts from eversense cgm system due to possible sensor inaccuracies. The event details are as follows: (B)(6) 2025 7:47 pm cet sg 83 mg/dl bg 62 mg/dl. The patient did not seek medical attention and was able to self resolve the event by ingesting glucose.